Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device lab analysis results: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a cracked valve seat diaphragm valve. Additional observations: ¿ white particles observed inner the surface of the shell. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.4, d.9, g.2, h.6.